Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported "implant rupture" device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, an opening, a crease fold, and brown particles in the shell. A microscopic analysis was performed which identify a sharp opening on posterior side. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is a sharp opening in the posterior side assessed as unidentified (tear) opening.

Event description:
Physician reported left side "implant rupture" device has been explanted.